Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) - supplemental MDR - foreign matter. Lot# 3339943, 4053728, 4068734, 4075907, 4129244, 2034079, 3320648 three samples from lot 3339943, 4053728, 4068734, 4075907, 4129244, 2034079, 3320648 were provided to our quality team for investigation. Through visual inspection, it was observed that each samples contained either tip or collar flash. All samples were measured and found within acceptable specification limits. The reported defects are acceptable in the samples received. Therefore, no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot numbers 3339943, 4053728, 4068734, 4075907, 4129244, 2034079, 3320648. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Lot# 4094972, 4116021, 4135958, 2167464, 2194252, 3305467, 3312323 three samples from lot 4094972, 4116021, 4135958, 2167464, 2194252, 3305467, 3312323 were provided to our quality team for investigation. Through visual inspection, it was observed that each samples contained either tip or collar flash. All samples were measured and found within acceptable specification limits. Additionally, one sample was observed to have silicone visible on the stopper with no excessive, stringing, or pooling. The reported defects are acceptable in the samples received. Therefore, no corrective action is required at this time. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Furthermore, a device history record review was completed for provided lot numbers 4094972, 4116021, 4135958, 2167464, 2194252, 3305467, 3312323. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Lot# 2062798 three samples from lot 2062798 were provided to our quality team for investigation. Through visual inspection, it was observed that each samples contained either tip or collar flash. All samples were measured, and one sample was found to have collar flash exceeding specification limits. The condition observed is non-conforming per product specification. Potential root cause for the barrel improperly molded defect is associated with the molding process. This condition is occurring below their expected frequency. Therefore, no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 2062798. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Lot# 3305468 three samples from lot 3305468 were provided to our quality team for investigation. Through visual inspection, it was observed that each samples contained either tip or collar flash. All samples were measured and found within acceptable specification limits. Additionally, two samples were observed to have silicone visible on the stopper with no excessive, stringing, or pooling. The reported defects are acceptable in the samples received. Therefore, no corrective action is required at this time. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of 25 billion units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Please see silicone quantity guideline attached. Furthermore, a device history record review was completed for provided lot number 3305468. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Lot# 3320650 two samples from lot 3320650 were provided to our quality team for investigation. Through visual inspection, it was observed that both samples contained either tip or collar flash. Both samples were measured and found within acceptable specification limits. The reported defects are acceptable in the samples received. Therefore, no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 3320650. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.4. Other lot numbers include: 2034079, 2062798, 2167464, 2194252, 3305467, 3305468, 3312323, 3320648, 3320650, 3339943, 4053728, 4068734, 4075907, 4094972, 4116021, and 4129244. And other expiration dates include: 2027-01-31, 2027-02-28, 2027-05-31, 2027-06-30, 2028-10-31, 2028-10-31, 2028-10-31, 2028-10-31, 2028-10-31, 2028-11-30, 2029-01-31, 2029-02-28, 2029-02-28, 2029-03-31, 2029-03-31, and 2029-04-30. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. H.4. Other lot number device manufacture dates include: 2022-02-03, 2022-03-03, 2022-06-16, 2022-07-13, 2023-11-01, 2023-11-01, 2023-11-08, 2023-11-16, 2023-11-16, 2023-12-05, 2024-02-22, 2024-03-08, 2024-03-15, 2024-04-03, 2024-04-25, and 2024-05-08.

Event description:
It was reported that the bd syringe 10ml ll bns had foreign matter. The following information was provided by the initial reporter: following previous communication related to the issue of plastic particles found inside syringes, we update in the present report the information on additional batches involved. The issue of plastic particles was discovered initially on one batch of product (50 ml syringe) and adria med sent a first notification to bd (on april 18th, 2024). After further check, adria med found the same issue on additional batches of syringes (20 ml and 50 ml) and on may 05th, 2024 sent the updated notification to bd, reporting all batches involved at the date (batches 2302108, 2307101, 2308779, 2310049, 2311021, 2312020, 2401010 of code 300223, 50 ml format, and batches 2312057, 2401027, 2402080, 2403069 of code 302055, 20 ml format). Bd opened internal complaints on batches above mentioned (ref. (B)(4) but after investigation no actions have been taken to solve the problem. Due to impact of the issue, adria med continues the check on all batches of syringes is receiving and after the notification already sent, new batches of syringes are involved by the same issue. In particular, after visual inspection, plastic particles have been found in other batches of 10 ml and 50 ml syringes. In table below the results of defective units (containing plastic particles) found for each lot: code batch defective units found (n.) Percentage of defective units (%) 301029 (10 ml) 2034079 8/140 6 2062798 34/210 16 2167464 3/70 4 2194252 7/70 10 2206070 15/210 7 3305467 14/70 20 3305468 29/210 14 3312323 17/140 12 3320648 15/70 21 3320650 2/140 1 3339943 17/140 12 4053728 4/70 6 4068734 13/140 9 4075907 8/70 11 4094972 14/70 20 4116021 15/140 11 4129244 6/70 9 4135958 7/210 3 we ask to reopen and deepen your investigation on the issue reported, considering its extension in terms of batches involved, percentage of defect found and critical level (risk of plastic particle contamination in infusion solutions). Based on what above, identification of proper corrective and preventive actions is essential and we expect a prompt and exhaustive answer to this notification. We remain at your disposal for any additional information needed.